Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a pain stimulator in her back. Since implant, the implantable neurostimulator (ins) never worked for her. The patient wanted the ins removed. The ins was very uncomfortable for her. Additional information received from the healthcare provider (hcp) in response to follow-up reported that reprogramming was performed 5 times in the year that the device was implanted. The device was then surgically removed on (B)(6) 2015. The cause of the event was determined to not be related to the device. The cause was then stated to be pain at the implant site. The patient recovered without permanent impairment. Relevant medical history included spinal pain. No further follow-up was required.